Manufacturer narrative:
Date of event and therapy dates are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2021-13987, 3006705815-2021-02348, 1627487-2021-13988. It was reported that the patient experienced wound drainage issues, and an infection developed. As a result, the physician administered antibiotics, and surgery occurred to explant the system. It is unknown where exactly the infection occurred, so all applicable wound sites are being reported.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.